Event description:
It was reported this was a multi access arteriotomy closure of a mildly calcified right common femoral artery (rcfa) and left common femoral artery (lcfa). In the rcfa, the pre-close technique was used via a 6f sheath hole prior to an interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 18f, and the procedure was completed. However, while advancing the knots of the pre-placed sutures, a suture break occurred on both devices. Manual compression was then used to achieve hemostasis. The lcfa was then attempted to be closed using a 6f sheath. A prostyle device was inserted, but after deployment, the device became stuck as the foot plate did not fully close. To remove the device, a small cutdown was performed. Manual compression was then used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. User facility medsun (uf/importer report # (B)(4)) report received, stating: describe the event or problem: failed perclosure devices x4 for percutaneous procedure to femoral artery with an 18fr sheath. With the failure of the devices an incision needed to be made and the right femoral artery repaired with a bovine patch.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are being filed under separate medwatch reports. Attachment medsun report #: (B)(4).